Event description:
Boston scientific received information that the latitude system detected a red alert from this lead due to high pacing impedance measurements.

Manufacturer narrative:
A boston scientific sales representative stated that this lead has had an impedance in the 1900-2000 ohms range for a long time and the lead is working fine. No adverse patient effects have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received eleven months after the initial allegations stating that the reported high pacing impedance measurements were actually occurring with this patient's fineline ii lead which had remained active following this patient's last device replacement procedure. Therefore, this lead was removed from service and surgically abandoned. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Subsequent information was received in (B)(6) 2011, stating the lead was still exhibiting high out of range impedance measurements. No evidence of oversensing was observed. However, there were some episodes of noise recorded from (B)(6) 2011, but no recent artifact has been noted. This product issue will be updated if additional information is received.